Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received, because of the broken tip. Visual inspection showed that the insulation tip fractured on the jaw. The broken piece was received. The reported condition was not confirmed. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The device was plugged into a generator and was successfully recognized. The device was activated on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; the insulation tip was fractured on the jaw. The additional findings did not contribute to the reported condition. The investigation showed that the insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to cut after sealing. They used another like device and it worked fine.